Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sept2019. During service the fse confirmed an o2 regulator leak, failed performance verification tests (pvt), and failed electrical enclosure test. Fse replaced oxygen regulator, blower shroud, air sensor, exhalation sensor, body check valve. And the power cord. Unit passed pvt following part replacement. Unit passed electrical safety after replacing the ventilator's power cord. Investigation results of the returned part show the oxygen regulator test results were out of spec. & the reported complaint of oxygen regulator leaking was duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Field service engineer (fse) reported an o2 regulator leak, failed performance verification tests (pvt), and failed electrical enclosure test. There was no patient involvement.